Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer has any hearing sensation with the device. It was reported that the child fell and hit his head. The date of the accident is unknown. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the child fell and hit his head. The date of the accident is unknown. The patient has no hearing sensation with the device.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. Explantation was planned for (B)(6) 2017; however no further information could be obtained despite being requested.

Event description:
The recipient no longer has any hearing sensation with the device. It was reported that the child fell and hit his head. The date of the accident is unknown. The recipient was to be re-implanted sometime in (B)(6) 2017; however no further information could be obtained.